Manufacturer narrative:
The device is available to be returned for evaluation; however, it has not yet been received.

Event description:
The complaint/event involved a plum 150 ml burette set, clave injection site, 2 clave y-sites, sl, 114in. It was reported that the tube beside blue clave was broken which resulted in an unspecified drug/solution leak during infusion. There was no harm to the patient associated with this complaint/event.

Manufacturer narrative:
One used list #142730490, plum 150 ml burette set was returned by the customer for complaint investigation. As received, the clave was partially separated from the clave additive port. The beginning of the separation is angled, typical of a bending force. The reported complaint of crack and subsequent leakage can be confirmed on the returned plum 150 ml burette set. The probable cause is due to unintentional external bending forces applied during use. A device history record review could not be conducted because no lot number was identified. D9 - date returned to mfg: 02feb2024.